Event description:
It was reported the patient presented in clinic after receiving shocks from the device. Interrogation using inductive telemetry was attempted but the device was unable to be interrogated. Technical support was contacted and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of communication failure was confirmed. As received, the device had no telemetry communication. The device was cut open to enable further testing, revealing a low battery level as the cause of no communication. Additional testing performed on the internal circuitry captured a high current condition within the hybrid. Further analysis of the hybrid isolated the source of high current to a damaged integrated circuit, resulting from a manufacturing anomaly.